Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during arthroscopy, after t1 was implanted, the t2 of a fast-fix 360 failed to deploy normally, resulting in t2 not anchored to the meniscus. Surgery was completed with a back-up device instead. It is unknown if there was any surgical delay. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information on b5 and h6. H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the suture and implants returned outside the channel with the knot fully tightened. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during arthroscopy, after t1 was implanted, the t2 of a fast-fix 360 failed to deploy normally, resulting in t2 not anchored to the meniscus. T1 was left secured in the patient. Surgery was completed with a back-up device instead. There was a delay of less than 30 minutes, and no further complications were reported.